Manufacturer narrative:
Follow-up #1: date of submission 11/03/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/13/2016 with the following findings: a review of the pump¿s alarm history did not reveal any alarms. The original complaint was unable to be duplicated. The pump booted up to the verification screen with audible and vibratory features. The pump completed a 24 hours duration testing with no errors or beeping noises. Unrelated to the original complaint, the display had a pinkish contrast. The display lens was found to be cracked. The battery compartment was found to be cracked. There was corrosion inside the battery compartment and a leak test verified a battery compartment leak. The pump cover was removed and there was no further evidence of moisture damage found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the pump was making a consistent beeping noise and when the battery was replaced, the pump stopped working. There was no allegation of an adverse event with this complaint. This complaint is being reported because it could have an impact on insulin delivery.